Manufacturer narrative:
(B)(4). The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sheath was upsized to18f and the evar procedure was completed. The sheath was removed and the first suture was in process of being used to push down the knot; however, pulsatile bleeding did not stop. Manual compression was immediately started. It is possible the suture trimmer was caught on the skin and the knot could not advance. The trimmer was removed and reinserted. During knot advancement, the suture broke. It was decided to not tighten down the second proglide knot to have the option to re-insert the 18f sheath at the opening [puncture site]. Instead, a third proglide device was deployed with the guide wire in place. A cuff miss [suture retrieval issue] was noticed for the third proglide device. After opening the injury part [puncture site], the suture of the [second] proglide device was found to have captured the muscle coat of the anatomy which may have caused the failure to achieve hemostasis. Surgical suturing achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The physician had not removed the guide wire prior to deploying the device. It should be noted that the electronic proglide instructions for use (IFU) states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line. It appears that the IFU violation contributed to the reported difficulty. The reported difficulty appears to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that suture placement in the left common femoral artery was achieved with two proglide devices via an 8f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sheath was upsized to18f and the evar procedure was completed. The sheath was removed. As the first proglide suture was in process of being used to push down the knot, pulsatile bleeding did not stop. Manual compression was immediately started. It is possible the suture trimmer was caught on the skin and was not advancing the knot. The trimmer was removed and reinserted. During knot advancement, the suture broke. The second proglide knot was not tightened down. Instead, a third proglide device was deployed with the guide wire in place; a cuff miss [suture retrieval issue] was noticed. Proglide use was abandoned and the vessel was incised. The suture of the first proglide device was found to have captured the muscle of the anatomy which may have caused the failure to achieve hemostasis. The second proglide suture was placed properly and not used. There was no damage to the anatomy. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.